Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a surgeon was doing a remplissage using 3.9 knotless corkscrews (ar-1941psv, lot 10747047). Surgeon used a disposable kit (ar-1941ds, lot 11238107), with guide and punch and followed proper technique for insertion. As surgeon began twisting the anchor in, she heard a sound and then saw the anchor was cracked. The anchor was almost fully inserted but sitting a bit proud. Surgeon tried to remove the cracked anchor body but had a hard time so she ended up removing and cutting out the sutures and the anchor body remained in the patient but did not cause harm. The case was completed by using 2 new anchors with the same lot number.